Event description:
It was reported that "multiple shocks needed to be delivered in a short amount of time" by the implantable cardioverter defibrillator (ICD) which lead to the ICD declaring a charge circuit time out and read end of life. Approximately 1 week later, the ICD was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. We also received performance data collected from the device and have analyzed the data. Analysis revealed long charge time, not elective replacement indicator. An excessive charge time alert was recorded on (B)(6) 2010. Character information log shows charge times of greater than 18 seconds (s) on 3 episodes on (B)(6) 2010 at 23.522 s, 22.972 s, and 27.296 s during a vt storm. A charge circuit problem occurred; a charge circuit timeout alert was recorded (B)(6) 2010. The battery voltage was pre/approaching elective replacement indicator. At the time of interrogation, last battery measurement voltage was 2.64 on (B)(6) 2010.